Manufacturer narrative:
Product analysis: there was no damage evident to the tip of the device. The stent was positioned on the balloon between the marker bands as per specification requirement. The 7th-11th distal stent segments are deformed with evidence of stent stretched and raised struts. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a resolute onyx drug eluting stent deformed during positioning during a procedure. The target lesion was in the proximal rca. The lesion exhibited little tortuosity, little calcification and 70% stenosis. The device was removed from packaging and inspected. No issues were noted. Negative prep was not performed. Lesion was pre-dilated. Resistance was encountered advancing the device, but excessive force was not used. The device did not pass through a previously-deployed stent. The procedure was completed using another resolute onyx stent of the same size with no issue. No patient injury was reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.